Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6m vticm5 12.6, -10.50/2.5/002 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6)2023. This resolved the problem.